Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: drive line cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual evidence of the drive line cable revealed discoloration of the outer sheath, confirming the reported event. Based on historical review of similar events, the most likely root cause of drive line sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. If information is provided in the future, a supplemental report will be issued.

Event description:
The drive line cable was analyzed by the manufacturer due to discoloration. The drive line cable subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.